Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited episodes of noise. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6 - medical device problem code - should be "1438 - over-sensing" instead of "1036 - signal artifact/noise"